Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample received. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. (B)(4).

Event description:
A physician reported that during a vitreoretinal procedure to repair retinal detachment the micro forceps remained locked closed. The case was completed with no consequence to the patient. Additional information received indicated the surgery was completed by using a new forceps.